Manufacturer narrative:
Investigation results - device was received and evaluated. Customer complaint of saw attachment broke during use was verified. Upon disassembly of the device, the yoke was observed to be broken in half. This type of breakage usually occurs when the retainer becomes loose from vibration caused by extensive use.

Event description:
It was reported by the customer that during a femoral osteotomy that the front portion of the saw attachment broke off and fell into the patient's cavitiy. This portion of the device was easily retrieved without injury to the patient.